Manufacturer narrative:
Concomitant medical products: product ID: neu_ascenda_cath, serial#: unknown, product type: catheter. Other relevant device(s) are: product ID: neu_ascenda_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study on (B)(6) 2021 regarding a patient receiving hydromorphone (10mg at 4.14513mg/day), baclofen (200mcg/ml at 82.90255mcg/day), and bupivacaine (20mg at 8.29025mg/day) via an implanted infusion pump. It was reported that on (B)(6) 2020, the patient reported full body uncontrolled neuralgia without any relief from intrathecal (it) therapy. The provider attributed this to possibly opioid-induced hyperalgesia. The it rate was increased. On (B)(6) 2020, the it rate was decreased as the patient was concerned that they may have been developing opioid-induced hyperalgesia. On (B)(6) 2021 a catheter revision was considered due to persistent pain. On (B)(6) 2021 the it rate and bolus dose were decreased to prepare for a catheter revision. The clinical diagnosis was uncontrolled back pain with radicular symptoms. The event was ongoing and the etiology indicated that the event was related to the device/therapy, unrelated to the implant procedure, and related to the drug with a decrease in dose noted as the drug action that caused the event.

Event description:
Additional information received from a healthcare provider via a clinical study reported the it rate was decreased in preparation for catheter revision on (B)(6) 2021 . On (B)(6) 2021 , the catheter was spliced, replacing the spinal segment. The catheter tip was repositioned to t3. On (B)(6) 2021 , the patient had improved pain relief following catheter revision. The issue resolved without sequelae on (B)(6) 2021 .

Manufacturer narrative:
Continuation of d10: product ID neu_ascenda_cath serial# unknown product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.